Event description:
During surgery, cautery flat plate "peeled up" and device was exchanged for a new one. The sales representative was in or when this occurred and had another device for surgeon to use.